Event description:
A patient was coming out of the bathroom with their infusion lines tightly wrapped around the infusion pump. The infusion connector site was noted to be dripping. The infusions were stopped. While disconnected the dripping infusion, it was determined that the chemotherapy line was the one that was dripping. The charge nurse was notified. A chemotherapy spill kit was opened, and absorbable pads were placed on the floor. The physician was notified of the approximate 20 ml loss of chemo. The phaseal connector sticks out from the side of the pump, and has contributed to disconnections and chemo spills in the past.